Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. During device evaluation, a cracked front cap was identified, which can lead to the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.